Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received a heart transplant. The patient had chronic percutaneous lead infections since 2010 according to the vad coordinator at the hospital where patient was being monitored and followed.

Manufacturer narrative:
The manufacturer is attempting to acquire the device or further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported chronic driveline infection could not conclusively be determined. The product was not returned to the manufacturer after the patient was transplanted. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: upon further clarification by the hospital, since (B)(6) 2010, the patient had chronic driveline infections (citrobacter and serratia at the driveline) which was treated with IV and oral antibiotics. The patient was transplanted due to the chronic driveline infection.